Event description:
It was reported that the patient underwent a tlif at l5-s1. It was reported that the rod inserter did not correctly insert the rod into the screw tulips. The incision was extended and the set screw and rods were removed for replacement. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.